Manufacturer narrative:
The head section of the bed where the hi-lo actuator bracket is welded to the sleep deck of the bed frame broke away from the frame. Metallurgical analysis report, dated (B)(4) 2011, on two removed sections from the bed-frame where the weld broke state both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gnaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s]platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory; however, penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factor. We have monitored this problem and this is the (B)(4) report which came 12 months after the initial report. In total, (B)(4) reports have been received. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer brought a bed back to primus, because it was broken and they wanted it evaluated. After reviewing the bed, primus determined there was a weld break on the bed frame.